Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
Surgeon requested that someone at stryker contact him regarding CT scans taken of a patient's left triathlon knee to assess the rotation of the components (especially the femoral component) in order to determine if they are mal-rotated. Rep confirmed that patient presented with a complaint of pain. Patient has not been revised.